Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-70, serial#: (B)(4), description: infinion70 cm lead kit.

Event description:
A report was received that one of the patient's lead was having high impedances. The patient underwent a lead replacement procedure. Malfunction was suspected.

Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. Sc-2316-70 sn (B)(4): visual inspection found that the lead body was a fractured/kinked at the proximal end just before the retention sleeve and cables are exposed. High resistance readings were registered at contacts # 4,5,6,12,13 and 15. X-ray inspection confirmed broken cable in the proximal end of the lead. The broken cable resulted in the reported complaint of high impedance. A review of the manufacturing documentation for the leads (sc-2316-70 sn (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that one of the patient's lead was having high impedances. The patient underwent a lead replacement procedure. Malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician confirmed that the leads were not exposed prior to the revision procedure.

Event description:
A report was received that one of the patient's lead was having high impedances. The patient underwent a lead replacement procedure. Malfunction was suspected.